Event description:
Patient underwent a depuy asr total hip arthroplasty in 2008, but has had intermittent pain since that time. Pre-operative MRI indicated small pseudotumor or fluid collection around hip joint. Chromium and cobalt levels checked at another facility prior to surgery were both interpreted as not detected.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.